Event description:
It was reported that during a catheter ablation procedure to treat atrial fibrillation a polarxfit catheter was selected for use. Ablation of the first three pulmonary veins was completed, but during ablation of the right inferior pulmonary vein (ripv) the compound muscle action potential (cmap) for the patient became sluggish, indicating phrenic nerve disorder, though the balloon temperature was below -50 degrees celsius. A double stop was performed. Additional ablations were done using a radiofrequency (rf) ablation device. The procedure was completed with no further patient complications. The device is not expected to be returned for analysis due to disposal. It was further reported that the phrenic nerve disorder did not resolve during the procedure and continued after the procedure was completed. The condition of the patient was considered stable with few lingering symptoms.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure to treat atrial fibrillation a polarxfit catheter was selected for use. Ablation of the first three pulmonary veins was completed, but during ablation of the right inferior pulmonary vein (ripv) the compound muscle action potential (cmap) for the patient became sluggish, indicating phrenic nerve disorder, though the balloon temperature was below -50 degrees celsius. A double stop was performed. Additional ablations were done using a radiofrequency (rf) ablation device. The procedure was completed with no further patient complications. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.